Manufacturer narrative:
Reference MFR report # 2916596-2016-02004 and MFR report # 2916596-2016-02439 for the report of the patient's history of gastrointestinal bleeding. (B)(4). Approximate age of device ¿ 1 year and 2 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a history of gastrointestinal bleeding, and was admitted on (B)(6) 2016, after several days of dark stools and occasional lightheadedness. It was reported that the patient had a correlative drop in hematocrit. The patient was taking warfarin at the time of the event. Black stools without red blood or mucus occurred for 3-4 days, and was associated with intermittent abdominal pain. The patient was hospitalized and medically managed. It was reported that the gastrointestinal bleeding resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.